Event description:
It was reported that patient was experiencing pain at the ipg site for approximately 2 years. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced and repositioned. Postoperatively, the pain has reportedly resolved.